Manufacturer narrative:
(B)(4). A leak in the tubing was reported, which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line/set) on the homechoice (hc) during dwell five of six. The hp stated that there was an occurrence of a leak from the tubing. The technical service representative (tsr) explained the alarms to the hp and advised them to use manual supplies to finish therapy. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.